Event description:
Pt was taken to the operating room for a robotic-assisted laparoscopic prostatectomy with conversion to open, total colectomy with j pouch creation, pouch explant, mobilization of splenic flexure, ileostomy. Pt was converted to open because the eea stapler was caught on the j pouch after firing and tore the pouch when removed, resulting in explant and creation of a new pouch after conversion to an open procedure. FDA safety report ID# (B)(4).